Event description:
Adverse event(s): "no concerns for patient outcome" (no consequences or impact to patient). Product problem(s): "secondary energy out of range" (output energy incorrect). Technician reported error 21 (secondary energy out of range) just before treatment ablation, as the surgeon depressed the footswitch, on the patient's left eye. In response to the event, it was stated by the technician that the surgeon closed the flap, and laser was shut down by the technician. After re-boot of system, energy check was performed, and the delay to surgery was reported to be 5-6 minutes. The surgery was completed to 100%, and technician stated that the surgeon was not concerned with the outcome. Post-op, at one day was reported to be 20/25, and at one week - 20/20. No further information was relayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).